Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during explant procedure for the implantable cardiac monitor. The header broke off, during the procedure. Physician does not allege any malfunction on the device. Patient condition was stable.